Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experienced hyperglycemia with a blood glucose value of 600 mg/dl. The customer was admitted to the emergency room to treat the hyperglycemia. The customer was feeling nauseous due to hyperglycemia. The customer treated the hyperglycemia with IV drip in the emergency room. It is unknown whether the customer was using or not using the insulin pump system within 48 hours of the reported high blood glucose event. Troubleshooting was declined by the customer. The customer will discontinue using the device and contact their healthcare professional for further assistance. The insulin pump will not be returned for analysis. Frn-mmt-332-rsvr; unomed inf set.